Event description:
The intravenous bags have been delaminating thus causing a "blistering" of the two layers of eva used in the mfg process. Also facility has discovered small black and brown spots in the cler eva surface. Facility has been told that these spots are caused from carbon residue during the mfg process. The MFR states that blistering does not compromise the bag integrity or sterility. The same is also said to be true regarding the spots. Facility has found this problem to be consistent with the 1000ml, 200ml and 3000ml bags they have used. Facility has had no injuries occur with these bags but feels there may be some potential for adversity. These problems thus far have been only cosmetic. Facility has alerted the MFR and they will be contacting facility with their proposed solution.